Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too aortic has the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, in addition to procedural factors (slightly aortic pre-deployment position), patient factors (no annular calcification, moderate native leaflet calcification, no aortic root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, a 20mm sapien 3 valve was positioned slightly aortic on angiogram and deployed too aortic, but within normal limits. The valve was deployed under rapid pacing, landing in a final 95:5 aortic/ventricular (a/v) position with moderate aortic insufficiency (ai). A second sapien 3 valve was prepped with an additional 3ml of volume and deployed one cell below the first valve in final 80:20 a/v position. The ai was reduced to mild. Aortic root angiography indicated both valves were in a stable position. No further intervention was needed. The procedure was completed and the patient was transferred to post op in stable condition. The native annulus measured 24.1mm x 18.3mm by CT with a valve area of 330mm2. No annular calcification, moderate native leaflet calcification and no aortic root calcification was reported. It was perceived that the initial pre-deployment position was too aortic.